Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a crack was noticed on the pneumatic air swivel connector. A functional evaluation revealed the device leaked around the air swivel when the air supply was connected. The swivel connector was manipulated and lightly tapped to try and get the seal to reseat. The air leak persisted. Upon further evaluation it was determined that the air was leaking from the crack in the swivel that was discovered during the visual inspection. The loss in air pressure from the leak would not allow the unit to fully pressurize and lock. The complaint was confirmed and the root cause was identified to be an air leak coming from a crack in the pneumatic air swivel. This crack appeared to be the result of impact damage. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that while placing the spider arm on table and hooked up to nitrogen, the arm did not hold firm so it was removed.